Event description:
During a da vinci s hysterectomy procedure, the user facility reportedly identified broken wires at the tip of the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed that one grip close cable was broken near the proximal pulleys and proximal clevis cable hole. The idler pulley spun freely and did not exhibit any damage. The cable segment was sticking out at wrist. No major wear was found on the proximal clevis cable hole. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.